Event description:
It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. The device will continue to be monitored. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement level. Electrical and mechanical tests performed under nominal settings indicated normal functionality. Further evaluation at various pulse amplitudes measured normal current levels and no indication of premature depletion detected. Longevity assessment was performed based on average drain current, and the device exceeded projected longevity indicating normal battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes the device was explanted. Further information was requested, but not yet available.